Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. P/n 544230 is not being manufactured currently, however, another part number from the same family was used for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 20 samples were taken from the current production p/n 544243 hemolok ml clips 6/cart 84/box, lot# 73h1800271, the samples were functionally inspected, and during the test issue reported clips broke during loading was not observed in the current manufacturing process. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to load an applier with clips, the clips got broken two times. It was replaced by a new kit. No clip fell in the patient.